Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, cylinders were completely empty - would not fill.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A titan pump, two cylinders, piece of detached exhaust tube, and piece of detached inlet tube/connector were received for evaluation. Examination and testing of the returned components revealed the detachment sites of the shorter exhaust tube of the pump and one side of the detached exhaust tubing appear to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or both pieces of detached tubing. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) was exerted on the serialized exhaust tube of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.